Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, pump was used for demonstration purposes and was not being used for insulin therapy. The pump was replaced.